Manufacturer narrative:
E1: patient city: (B)(6). Patient country: qatar.

Event description:
Unomedical reference number (B)(4). Event occurred in qatar. On 27-april-2024, it was reported that the patient faced an event of flow blockage on first day of infusion set insertion due to a bent cannula in the infusion site. No treatment measures were taken by patient. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.